Event description:
It was reported that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The morphology of the laa was a two (2) lobed, posterior chicken wing with a prominent bifurcation. An attempt was made to place a 31mm closure device and release criteria was not met. The 31mm closure device was removed and a 27mm closure device was placed in one (1) lobe of the laa. The presence of a peri-device leak measuring less than 5mm was identified and a non-boston scientific vascular plug was placed to seal the leak. No patient complications were reported.

Manufacturer narrative:
Media review: four procedural transesophageal echocardiogram images were received and analyzed by a boston scientific medical director. The procedural media confirmed that the watchman closure device did not meet release criteria and a non-boston scientific vascular plug was implanted in conjunction with the closure device.

Event description:
It was reported that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The morphology of the laa was a two (2) lobed, posterior chicken wing with a prominent bifurcation. An attempt was made to place a 31mm closure device and release criteria was not met. The 31mm closure device was removed and a 27mm closure device was placed in one (1) lobe of the laa. The presence of a peri-device leak measuring less than 5mm was identified and a non-boston scientific vascular plug was placed to seal the leak. No patient complications were reported.